Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/4/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was received: I called 12/7 and reported an additional needle from the same lot breaking. I was able to retain the impacted suture and needle. I will need another box to ship it in for evaluation. The following additional information was requested: did the additional needle breakage occur during the reported procedure on 11/16/2023 or did this event occur during an additional procedure? If the event occurred during an additional procedure, please provide the procedure date and the type of procedure. Was the additional event previously reported? If yes, please provide the product complaint number. Additional information was requested, the following was obtained: ¿have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If complaints have not been reported, please provide the following information for each single event/patient: procedure name. Procedure date. Was there any adverse patient outcome? Do you have a complaint number for the 12/7 additional event with the needle from the same lot breaking? I am out until monday but I did reach out to get another shipper kit for a broken needle I received a few weeks back, which I reported. It is the same surgeon, procedure, suture lot. I am happy to provide more details next week and get this suture sent in for evaluation. Related reports: 2210968-2023-09801, 2210968-2023-09836, 2210968-2023-09837, 2210968-2023-09838, 2210968-2023-09839.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please confirm the number of procedures affected by this issue. 4-5. Please confirm the number of needles that broke during each procedure. 4-5. How were the fragments retrieved? For example, another incision, or second surgery? Removed during procedure were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Can you identify the lot number of the product that was used? Tgmemx. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) lauren joler- scrubtech. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If complaints have not been reported, please provide the following information for each single event/patient: event date, procedure name, procedure date. Events reported via: 2210968-2023-0980, 2210968-2023-09836, 2210968-2023-09837, 2210968-2023-09838, 2210968-2023-09839.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, the sales rep reported that they have had multiple needles have broken off at the tip during various procedures (hemorrhoidectomy, colon resection) for dr. (B)(6). They did not retain any of the affected, non-sterile suture used in the procedure. I am in possession of the remainder of the sterile box. There was a delay (opening new pack) and fragments were made. No patient harm reported. No adverse patient consequences were reported. Additional information was requested.